Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the customer, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review could not be done because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
Baxter received a report regarding a transfer set with cracks noted on the twist sleeve after four days of patient use. No disinfectant was used on the set by the patient or the doctor. No injury or medical intervention was reported.